Event description:
The user indicated on a thoratec medical device tracking form that the right ventricular assist device (rvad) on the patient was replaced due to fibrin clots on the blood sac. The pt was on biventricular assist device (bivad) support for 30 days. The vad will be returned to thoratec for further investigation. Any necessary corrective action will be determined upon completion of the failure investigation.